Event description:
The user reported that the hydrophilic coating on the wire came off after being introduced into an 18g needle. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The user did not specify if this was the initial use of the device. A f/u report will be submitted when the investigation has been completed.